Event description:
It was reported that a hole was found in a new spectra concealable penile prosthesis (spp) when the implant box was opened for a patient surgical procedure. The patient was implanted with another new spp. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Manufacturer narrative:
Cylinder hole was reported. The spectra cylinders were visually inspected and functionally tested. Both cylinders had a hole in the outer tube that was the result of a sharp instrument that exposed inner segments. Both cylinders were functional. Review of the manufacturing records for batch 159920 confirmed that there was a total of (B)(4) units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. No labeling review, ship history, or risk review required per cis product investigation wi, (B)(4). Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that a hole was found in a new spectra concealable penile prosthesis (spp) when the implant box was opened for a patient surgical procedure. The patient was implanted with another new spp.